Event description:
It was reported the pt had not rec'd stimulation in his lower back as desired since implant. The pt reported he had rec'd 23 programs, but had not rec'd effective stimulation. An add'l sjm rep met with the pt for reprogramming; the pt had reported improved stimulation, but reported dissatisfaction a few weeks later. It was reported the pt wanted to schedule another appointment regarding the issue.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.